Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) reported the patient was scheduled to have an MRI related to their device or therapy, and they were concerned about the device as it had been ¿turning on more often than it should be recently.¿ the hcp wanted to know if there was a way to interrogate the device and get a record of when it¿s been turned on, as they weren¿t sure if the patient¿s problems were due to the device or not. It was noted the patient had a spinal tap performed on (B)(6) 2016 and an ultrasound performed on (B)(6) 2016, but there was no indication listed for why the ultrasound was performed. No medical symptoms were reported. Relevant medical history includes post-laminectomy pain.

Event description:
Additional information received from the patient indicated that they notified their physician about the implantable neurostimulator (ins) turning on but couldn't remember the date. The issue started about four months ago. Actions taken to resolve the issue included turning stimulation on when it goes off and turning it off when it goes on. It was noted that the issue had been resolved and may have been caused by large motors running machines at the patient's employment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.